Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had no delivery alarm during manual prime. Customer's blood glucose was unknown mg/dl. The customer stated that the alarm was resolved by an infusion set change. The customer is not able to troubleshoot at time of call because they are unable to determined the cause of the issue. The customer was returning the product at her request. The customer was advised that we would send replacement sets.